Manufacturer narrative:
Concomitant medical products - model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has heard audible alerts and went to the emergency room. An interrogation of the device was performed, and information received on the remote transmission was reviewed by qualified personnel. It was found that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that oversensing was observed on stored egms (electrograms). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.